Manufacturer narrative:
Field change: b5.

Event description:
It was reported that patient is experiencing pump mechanical issues with inflatable penile prosthesis (ipp) device.patient was last seen on 02jan2020 and was able to cycle but very slow reinflation of pump and no characteristic pop when reinitiating inflation after deflating the device. Patient tried cycling at home. Patient has been booked for a revision procedure. Date is not set yet.

Event description:
It was reported that ams 700 inflatable penile prosthesis pump had mechanical issues. Additional information received indicated the patient was last seen on (B)(6) 2020 and was able to cycle but very slow reinflation of pump and no characteristic pop when reinitiating inflation after deflating the device. The patient was planning to try cycling at home and will revisit the physician as needed.